Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began in (B)(6) 2013. At an unspecified date/time the patient reported obtaining blood glucose results of ¿350, 188mg/dl¿ with the subject meter performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient stated that he manages his diabetes with insulin (self-adjuster, unknown type and dosage) and took his usual dose of insulin in response to the reported issue. One hour after the alleged issue occurred, the patient stated he began to feel lightheaded and dizzy. The patient informed the cca that he was treated with insulin by a non-hcp; however, it is not know if the alleged treatment was in response to the symptoms he developed. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test but the control did not fall within the specified control solution range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria of a serious injury. In addition, the patient¿s treatment correlated with the readings obtained with the subject meter. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria and a control solution test failed at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.